Event description:
It was reported that the patient with this right atrial (ra) lead experienced dizziness and lightheadedness. The patient was brought into the clinic in which ra noise was observed that was not being oversensed. Intermittent ra loss of capture and pace impedance measurements of greater than 3000 ohms were observed. Technical services discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).